Manufacturer narrative:
The customer complaint that the returned pump module lost power was confirmed through a review of the pcu event logs, however it was not replicated during lab testing. Review of the pcu event logs confirmed multiple channel disconnect events occurred on 2september2018 while infusing the fluid peripher IV-no adult. Three additional channel disconnect alarms also occurred the following day on 3september2018. Inspection of the source pump module confirmed a large amount of dried fluid residue on the release latch assembly and to the inside bottom of the rear case. While the latch was not found to be sticking at the time of the investigation, dried fluid residue can cause the release latch assembly to stick leading to power loss scenarios. A second release latch assembly was found to be taped to the top of the returned pump module. Further inspection of the release latch confirmed that the assembly had a broken spring latch, however it contained a mold date that was manufactured after the source pump module and concomitant pcu devices were manufactured. It is possible that the broken release latch assembly was a contributing factor to the customer complaint however after communication with the customer it could not be determined if it was installed at the time of the event. Test infusions were also programmed while the devices were manipulated in an attempt to replicate the channel disconnect events. After considerable manipulation of the devices no channel disconnect events could be replicated. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that the pump shut off when the nurse was changing the infusion rate. There was no report of patient harm.